Manufacturer narrative:
The insulin pump was received with no down button response due to corroded down keypad trace. No ramping numbers on their own anomaly noted. Device was received with scratched lcd window, cracked case near display window corner, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 257 mg/dl. Troubleshooting was performed. The device was returned for analysis.